Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a pump tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. Partial separations within abrasion were noted on the longer exhaust tube and inlet tube of the pump. These were not sites of leakage. Abrasion was also noted on the shorter exhaust tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. Two sutures were attached to both cylinders. The information received indicated there was pump tubing leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.